Event description:
It was reported that the patient presented in the clinic for a follow up. Interrogation showed that the right atrial (ra) lead was over-sensing noise leading to inappropriate automatic mode switch (ams) episodes and pacing inhibition. No intervention has been performed. There were no patient consequences.